Manufacturer narrative:
(B)(4). Investigation is ongoing however image review was performed by an edwards life sciences physician proctor. Findings include: ¿first valve was implanted well. Central ai post implant was not seen due to lack of images provided. Unable to confirm central ai as the only image provided showed a pigtail catheter across the valve.¿ the edwards physician was unable to confirm leaflet function with the images provided.

Event description:
As reported by the clinical specialist, a sapien 3 29mm valve was placed in the aortic valve by tf approach, landing 70:30 aortic. Tte and angiography showed significant central ai. A pigtail catheter was repeatedly pushed across the valve without a wire and without difficulty. The pigtail catheter was manipulated on the valve¿s leaflets to free them up, just in case they were stuck in an ¿open position¿ without any success. A second sapien 3 valve was implanted almost in the exact same position as the 1st valve, resulting in no central ai. The patient remained stable and was transferred to ICU.

Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The edwards sapien 3 valve was not returned for evaluation so visual and functional inspection were unable to be completed. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance as the source of the complaint. The complaint was unable to be confirmed based on the provided imagery. A root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.